Event description:
It was reported to the manufacturer, by the end user, per the end user, that complaint from (B)(6) with procair vr foam mattress on top stating this- "patient states that with his back problems that bar is causing him discomfort, and he is unable to sleep well." (B)(6) requested to process a replacement order to replace the faulty procair vr mattress with a txcair plus lal mattress system, that was just purchased on (B)(6) 2025." Complaint #(B)(4) and ra #(B)(4) were entered into our facility to have the mattress returned for investigation. As of this writing, the units have not been returned.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.